Event description:
The customer reported that the companion 2 driver exhibited a single compressor malfunction" alarm while supporting a pt. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk for the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.